Event description:
A user facility reported a saline bag back filled during treatment. On (B)(6) 2014, prior to dialysis treatment, the pt's blood pressure was elevated at 207/100. At 9:02 am, the pt's treatment was started with his blood pressure still elevated at 213/101. The pt denied any complaints. At 9:06 am, the pt's machine alarmed and the blood pump was stopped. The venous pressure was high and the venous needle was assessed with good access found. At 9:10 am, the pt's treatment was stopped again and his blood was not returned due to fluid back up in the saline bag. The pt was alert with a regular heart rate and clear lungs. There was a thrill and bruit present in his right arm fistula. Pt denied complaints. The estimated blood loss was 275ml due to blood not returned to pt. The machine was pulled for evaluation. The pt was instructed to go to the emergency room for evaluation and returned later the same day for hemodialysis. A complete blood count and electrolytes were requested by the pt's physician. The pt's vital signs in the emergency room were: blood pressure: 230/98, pulse: 67, respirations: 18, temperature: 97.4 and an oxygen saturation of 98 percent on room air. On exam in the emergency room, the pt denied chest pain, shortness of breath, edema, or any other medical complaints. All of the pt's blood work was normal. The pt was returned to the dialysis unit from the hospital and completed treatment. The pt was not admitted to the hospital and no medical treatment was needed.

Manufacturer narrative:
Medical records concluding summary of findings as event related to fresenius product(s): based on the 22 pages of medical records information and a review of the documentation in the fresenius pilgrim system, it appears that on (B)(6) 2014, the pt was receiving hemodialysis using a fresenius 2008t machine. The machine alarmed ant is was noticed that there was backfill in the saline bag connected to the dialysis tubing. The pt's dialysis treatment was discontinued and he was sent to the emergency room for evaluation. A complete blood count and electrolytes were obtained in the emergency room showing hyperkalemia at 5.7. All other lab work was within the pt's baseline. The dialysis machine was removed from service and a chemistry panel was done on the fluid in the saline bag. The hospital's biomedical technician stated that on (B)(4) 2014, valve 78 was replaced on the machine and the machine was back in service. The part was not returned for evaluation. The rn clinic manager stated that the pt did not experience any adverse effects. The pt was sent to the emergency room as a precaution. The pt returned to the dialysis unit form the emergency room and completed treatment for (B)(6) 2014. The pt was not admitted to the hospital and no medical treatment was needed.